Event description:
Healthcare professional reported right side rupture and exchange from textured to textured to smooth due to the patient concern of the implant. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01aug2024.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and exchange from textured to textured to smooth due to the patient concern of the implant". This record is for the right side. Device remains implanted.

Event description:
Device was explanted and replaced.